Event description:
A nurse reported that, on two occasions during cataract surgery, the knife blades were dull at the tip. There was no other info provided. No pt harm was reported. Add'l info was requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. The root cause could not be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during mfg. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).